Manufacturer narrative:
Product has not been returned, therefore no evaluation findings are available, should additional information be available a supplemental filing maybe submitted.

Event description:
During a laparoscopic vertical or partial gastrectomy procedure, the tip of the instrument broke in the fatty layers of the patient. Attempts were made with ultrasound and palpations to locate the device tip. The doctor was unable to retrieve the piece from the patient. The doctor decided to leave the tip inside and informed the patient . An x-ray was taken in recovery which was also negative.